Event description:
It was reported that the unit made a loud noise (i.e., went boom). It was further reported that the unit would not go from standby to run.

Manufacturer narrative:
The product was returned for investigation. The reported failure was confirmed. The product was subjected to a shake test to determine if there were any loose components inside. There were none. The product was powered up, the display became active, and the correct software loaded. The product went into standby mode. The bulb failed to ignite on an intermittent basis. The power-up sequence was repeated multiple times. The product failed on an intermittent basis. Functional testing was performed on the product and included the following: standby/run mode cycling; variability of light intensity; lightcable/scope disconnect; lightcable/jaw interaction; bulb access door cycling. The standby/run mode cycling test failed on an intermittent basis. The lightcable/jaw interaction test failed due to a loose jaw. The bulb access door cycling test failed. The other 2 tests were successful. Measurements were taken on lumen output and boost voltage. The measurement for boost voltage was within specification. The measurement for lumen output was out of specification. The root cause of the reported failure was traced to a defective ballast. Further investigation revealed that the bulb was defective as well. In sum, the customer complaint was confirmed. The failure mode will be monitored for future reoccurrence.